Event description:
Device 1 of 2 reference MFR report: 1627487-2014-015452. It was reported the patient experiences ineffective and uncomfortable abdominal stimulation. Patient has undergone multiple reprogramming attempts. X-rays were taken, however, due to the patient's scoliosis, lead migration was unable to be confirmed. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.